Event description:
Information was received via medwatch regarding a patient in (B)(6) who was receiving morphine (unknown dose and concentration) the event date was reported as (B)(6) 2016. There was a problem; failed therapy with the device for gradual release of morphine in a patient with autoimmune systematic sclerosis as therapy for severe chronic pain due to an intra-abdominal infection pseudomonas aeruginosa and e.coli. The event resulted in hospitalization. See attached user facility medwatch (serious injury report)